Event description:
Frequent occlusion alarms were reported by the customer using the tandem mobi insulin delivery device, particularly when administering a bolus, causing daily interruptions in insulin delivery. There was no adverse impact to the customer's blood glucose level reported. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.